Manufacturer narrative:
(B)(4).

Event description:
The patient reported they fell last friday. The patient did not hurt herself and reported no changes in stim or therapy effect. Changes in voice were already present. Pt will follow up with hcp to ask about changes in voice as clinical summary determined that changes in voice did occur. The patient planned to make an appointment with their healthcare provider. Symptoms reported were: changes in voice. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Stated as over the last 2 months. Indications for use was noted as movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that her voice started to change soon after surgery. Her balance has been compromised and falls occurred after december stim adjustment and extended family vacation. It was indicated that the health care provider made a few adjustments to stimulator but there was no resolution. The sudden change in voice has not been resolved. Her voice was very low and sounded a little hoarse. It was hard for people to understand her. It has stayed like this even though a few stimulator adjustments.